Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital would not return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00779, 0001825034-2021-00780, 0001825034-2021-00782, 0001825034-2021-00783, 0001825034-2021-00784, 0001825034-2021-00785, 0001825034-2021-00786.

Event description:
It was reported that there was a meniscal repair, it was a lateral portal to approach a lateral meniscus. It was a small female patient and while trying to insert and deploy juggerstitch the tip bent and broke. To address the issue we opened multiple juggerstitches, eight curved juggerstitches in total broke. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) updated: b4, b5, g3, h1, h2, h3, h6, h10 the event can be confirmed for 2 devices as visual examination of the provided picture identified two devices with fractured metal tips, with the sutures still attached to the device. The event cannot be confirmed for the 6 other devices. It could not be determined which devices are pictured. As the devices were not returned, no further analysis could be completed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.